Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and admitted in intensive care unit due to high blood glucose on unknown date with blood glucose of 350 mg/dl. The customer experienced symptoms such as super sick, grumpy, dehydrated, all muscles were acting out, and everything hurt. The customer was treated with little insulin and intravenous fluids. Customer reported that the infusion set had bent cannula. The insulin pump will not be returned for analysis.